Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient was taken to the operating room from the catheterization lab after a mynx vascular closure device (vcd) was deployed within the common femoral artery. Gelfoam like material was removed from the popliteal artery. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.